Event description:
It was reported during the procedure that the 4194 was attempted but not used, as it was "not working right." Additionally, it was reported the 4193 was attempted but not used, due to positioning difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found.